Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention was undertaken on (B)(6) 2012 during which the ipg was relocated and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.